Event description:
It was reported that during an ultra low anterior resection procedure, with a jpouch, surgeon inserted circular stapler into rectum. Anvil was attached to spike. Device was wound down until in green zone. Device was fired though firing mechanism did not feel complete or solid. It was noticed that firing handle was touching plastic. Device was removed from rectum; upon inspection to completed formed donuts were observed. Surgeon went to inspect anastomosis, and upon inspection it fell apart. Unformed staples were noted at the sital component of the rectum. Consequence further resection was required, which 2 hours to perform. Patient outcome is so far well at day two, (B)(6) 2012. The surgeon did note that the rectal tissue had been treated with radiation and was thickened tissue. Upon speaking with surgeon, clarified that the safety trigger had been removed and that the amble had been correctly attached to spike and that the gun had been completely fired (plastic to plastic). No device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 05/08/2012 information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. No device returning. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.